Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). At an unspecified time during the procedure, a device related thrombus was identified. No patient complications were reported.

Manufacturer narrative:
B5 event description updated h6 impact code updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). At an unspecified time during the procedure, a device related thrombus was identified. No patient complications were reported. It was further reported the mobile thrombus was identified via transesophageal echocardiogram prior to deployment of the closure device. No further intervention was required.